Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the needles appeared rusted, and the packaging was too faint to read the lot number on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-feb-2025 investigation summary bd received two samples and two photos for investigation. The photos depict devices with discolored cannulae. These two customer samples underwent visual inspection for discoloration of the cannula and failed testing due to discoloration. Additionally, the same samples underwent visual inspection for illegible laser print and passed testing, as the laser print was properly aligned and legible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: discolored. This complaint has not been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the needles appeared rusted, and the packaging was too faint to read the lot number on an unspecified number of units. No adverse impact was reported regarding the patient or user.